Manufacturer narrative:
The device was returned for evaluation. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm aortic valve was explanted after an implant duration of 7 years, 7 months due to unknown reasons. No additional details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated wireform intact and moderate calcification on leaflet 2. Extrinsic calcific deposits were observed on the inflow aspect of leaflet 2. Free margin of leaflet 1 appeared thickened and swollen at the mid-section. Host tissue on the stent circumference was minimal on the outflow aspect. A perforation was observed on leaflet 1. The perforation was beveled at the outflow aspect and was a typical characteristic of those caused by suture tail abrasion. A blue mark was observed on the stent circumference around leaflet 2 on the outflow aspect. Wireform was exposed around leaflet 1 and leaflet 2 on the outflow aspect. Per the product evaluation, a perforation was observed on leaflet 1. The perforation was beveled at the outflow aspect and was a typical characteristic of those caused by suture tail abrasion. The IFU for this product warns, ¿when using interrupted sutures, it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue.¿ a manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that procedure related factors at implant contributed to the event. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.